Event description:
The death certificate was received to the manufacturer from (B)(4) records. The cause of death was listed as "seizure/epilepsy apparently causing asystole (3 days) and sturge-weber-syndrome". The patient died as a hospital inpatient. An autopsy was not performed, and the manner of death was natural. Manufacturer follow-up with the funeral home revealed the patient's vns device was explanted and given to the family per request. The patient was cremated. All attempts to the reporter for additional information have been unsuccessful to date.

Event description:
Reporter indicated a vns patient passed away after a long seizure. An obituary for the patient noted that the patient died in a hospital after a sudden illness. Attempts for further information and disposition of the vns device are in progress.

Event description:
Reporter indicated the patient's death was not felt to be related to the vns device.